Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the tenth inflation at 10 atmospheres for 10 seconds, the balloon ruptured distally. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition.